Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06652. It was reported that the access system was kinked. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was positioned in the laa. A 27mm watchman ® laa closure device and delivery system (wds) was then advanced in the was and deployed in the laa. However, the closure device did not meet release criteria and was therefore fully recaptured. During the recapture, the wds became damaged. A 24mm watchman ® laa closure device and delivery system was then selected. It was noted that while advancing the 24mm wds, the physician forced it, not realizing there was a kink in the was, and the 24mm wds became damaged. Both devices were exchanged and the procedure was successfully completed with a new was and new 24mm wds. There were no patient complications reported and the patient¿s condition was stable.